Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The physician believed that the lead had inadequate slack causing dislodgment. The ra lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.